Event description:
It was reported that pump battery would not charge even though caller used tandem charging cable, wall adapter, and working outlet, and pump did not show low power alerts, shutdown alarms, or power source alerts. There was no adverse impact to the customer¿s blood glucose level. Customer tried different wall adapter without success, then resolved issue by using different charging cable and non-tandem charging supplies, was advised that non-tandem supplies were not recommended except for troubleshooting, acknowledged this guidance, and was scheduled to receive replacement tandem charging supplies, after which pump began charging and no further assistance was required.